Event description:
Physician was performing an arteriovenous malformation (avm) embolization via the patient's lower extremity using onyx. During the procedure the microcatheter used to deliver the onyx became lodged in the onyx and could not be removed. Attempts to remove the microcatheter (supplied by the same vendor) from the onyx failed and the microcatheter broke off in the onyx. Patient was taken to operating room for removal of microcatheter.